Manufacturer narrative:
(B)(4) d10: cat# 00877502801 lot# 3140845 bioloxâ® delta, ceramic femoral head, cat# 110024461 lot# 65991830 g7 dual mobility liner 38mm c. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately three years post-implantation, the patient underwent a hip revision due to multiple dislocations. The head and bearing were also found dissociated. Attempts have been made and no further information has been provided.